Event description:
It was reported that during a pt event, the device displayed "user advisory 7 (discrepancy between load 1 and load 2 too large)." The rescuer obtained another autopulse platform. The customer stated that the lifeband was fully extended and the error still occurred. No adverse pt sequelae was reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.